Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: device manufacture date: november 18, 2020 - november 19, 2020. H10: the device was received for evaluation. Visual inspection using the naked eye noted small water drops on the interior wall of the housing. A functional flow rate test was performed and the results were within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a (B)(6) infusor sv (small volume) over-infused. This was further described as, the infusion finished one (1) hour earlier than expected. This was identified after use of the device at the hospital. The device had been filled with an unspecified medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.